Manufacturer narrative:
Batch review performed on 13 april 2018: masterloc reference 01.39.209 cementless ti coated lat stem size 9 lot 162771: (B)(4) items manufactured and released on 20 june 2016. Expiration date: 2021-06-08. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact reference 01.32.152dh (k132879) acetabular shell ø52 two-holes lot 160472: (B)(4) items manufactured and released on 25 july 2016. Expiration date: 2021-07-12. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cocr ball head referece 01.25.025 (k072857) cocr ball head 12/14 ø 32 size xxl +10.5 lot. 120552 lot 120552: (B)(4) items manufactured and released on 16 may 2012. Expiration date: 2017-03-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact reference 01.32.3244hct (k103721) flat pe hc liner ø32/e lot. 164664 lot 164664: 18 items manufactured and released on 11 october 2016. Expiration date: 2021-09-26 no anomalies found related to the problem. To date, 18 items of the same lot have been already sold without any similar reported event.

Event description:
About 1 year and a half after primary the surgeon revised the joint for a hip infection. The infection caused a stem loosening. The surgery was completed successfully.